Manufacturer narrative:
E: et. Al: gerson mast, md, dds, michael ermer, md, dds, ralf gutwald, md, dds, rainer schmelzeisen, md, dds, christoph pautke, md, dds, sven otto, md, dds, sebastioan schiel, md, dds, michael ehrenfield, md, dds, carl-peter cornelius, md, dds, and marc christian metzger, md, dds. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A journal article was received: surgical oncology and reconstruction: matrixmandible preformed reconstruction plates - a two year two institution experience in 71 pts reported: a study was conducted for 71 subjects with indication for a load bearing osteonecrosis of the mandible. Indications for the plate were defects due to tumor, trauma or osteonecrosis. The mean age was (B)(6) years including 43 men with matrix mandible plates placed in 70 of 71 pts. The follow up period ranged from 3 to 26 months. Conclusions of study: results of study suggest the use of matrixmandible plates coincides with a reduced operative time and minimized risk of fatigue fractures. Pt (B)(6) experienced plate and screw loosening, reportedly, recurrent squamous cell carcinoma had dissolved the boney purchase of the screws resulting in loss of plate fixation 14 months post op. Pt had plate removal, further tumor resection, iliac bone graft, reosteosynthesis with 2.4 reconstruction plate. This is 2 of 2 reports.